Event description:
On june 8, 1999, the medical director of a prison dialysis unit received fax transmission regarding the transducer protector contamination issue. On june 9, 1999, prior to any treatment initiation, staff checked all the machines' arterial and venous modules, finding (1 arterial and 2 venous) modules that had what appeared to be dried blood inside the internal transducer tubing. Those modules were pulled from use, disinfected and recalibrated prior to their use. These machines had been used by unit a total of fifteen days. The pts who had received treatments on machines with these modules have been identified. These pts had baseline labs consisting of hiv, hvb and hcv on 6/23 & 6/24/99. There was a total of 42 pts possibly contaminated. The lab work will be screened and tracked for one year, starting 6/23 & 6/24/99 and performed at 3, 6 & 12 months, unless the pt transfers to another unit or paroles. The machines were re-checked on 6/23/99 to ensure no re-contamination occurred; none was found. Long-term plan is to evaluate the modules to incorporate a visual check into the quarterly/1000-hr preventive maintenance procedure.